Event description:
Information was received indicating that a smiths medical cadd legacy plus pump alarms with no display when the batteries are in. There was no reported adverse event.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was immediately replicated. The cause of the issue was the circuit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was received indicating that the issue occurred during the infusion of IV antibiotics- cefazolin. The patient missed a dose and some sleep since the pump alarmed at 1am. The pump was replaced with a new one and the patient is still on the therapy.